Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that there was a mismatch between the software loaded on the generator and the workstation. The correct software was loaded onto each. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600+ displayed the following error - "gen comm data overflow." The system was non operational. There was no adverse pt involvement reported. There was no pt information reported.